Manufacturer narrative:
Contraindications (from the instruction for use): cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. Cidex opa solution should not be utilized to process instrumentation for patients with known sensitivity to cidex opa solution or any of its components.

Manufacturer narrative:
Device manufacture (mo/yr) correction: unk. Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, health hazard analysis and system hazard use and misuse analysis. The DHR (device history review) was not performed as the lot number is unknown. Trending analysis for "hrp-anaphylactic reaction" for the cidex opa did not reveal any significant trends. The fmea (failure mode effects analysis) for patient anaphylaxis indicates a score above 100. The hhe (health hazard evaluation) for similar issues of patient allergic reactions, indicated a hazard/risk index of 5, with the recommendation to open a CAPA. The shuma (system hazard use and misuse analysis) was reviewed and assessed the risk category ii: as low as reasonably practicable (alarp). A CAPA investigation determined that the majority of these serious allergic reaction complaints are a result of inadequate rinsing of the devices, and/or the failure to follow the instructions for use. The cidex opa instructions for use state that cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. In this particular event, failure to adhere to the instructions for use, was the likely cause of the reported event. In (B)(4) 2010, a letter was sent to cidex opa customers to remind them of the contraindications and the importance of following the instructions for use. No further action is required at this time. Asp will continue to monitor for trends.

Event description:
Asp received on (B)(4) 2011 a voluntary medwatch report from the FDA (B)(4). The medwatch report alleges that a patient underwent a cystoscopy and approximately 30 minutes after the procedure ended, the patient went into anaphylactic shock. Subsequent follow up with an allergist determined exposure to cidex opa was the cause. The patient was transported by ambulance to a hospital, treated in the emergency room, and kept overnight. The patient received oxygen and other medications. The symptoms resolved overnight and the patient was released. The patient was diagnosed with bladder cancer in (B)(6) 2009. There is no information regarding the care and use of the asp product or the scopes used in the procedure.